Event description:
It was reported that the patient was experiencing a return of symptoms. The patient had been 90% free of pain at most times since her initial pump implant, but starting about 3 months ago she would have days in a row of severe pain that could be gone in an instant. The patient had had small episodes of withdrawal that could last about 5 minutes and be gone. The patient had symptoms of chills, chemical smell, and ¿other withdrawal symptoms¿. The night prior to this report she woke up in a ¿dead sweat and withdrawal symptoms¿ that went away. No pump alarms had gone off and her hcp (healthcare provider) confirmed with telemetry that no motor stall had occurred. The patient had had an MRI previously and the hcp noted that the pump did not stall; the telemetry reading did not show a stall. The pump was delivering fentanyl, bupivacaine, and dilaudid. It was later reported that on (B)(6) 2013, at 12:05am, the patient woke up and the pump had stopped completely. The reporter knew this from the return of pain symptoms that were severe and the withdrawal symptoms that were immediately presented. They went on until 6am. It was noted that the patient recently received a personal therapy manager (ptm) and never used the machine because, when the pump was working properly, she was pain free, almost 100% pain free, and never had to use the ptm. That morning, being that it was a weekend, the patient could not get a hold of her healthcare provider (hcp). It was noted that the patient¿s husband was a pump patient also and they discussed using the ptm. Her husband told her that if they gave her the ptm, she should use to see if it would administer the bolus. If something was wrong with the pump or catheter, maybe the ptm would ¿start it up again¿ or ¿push it out, whatever¿s is messed up with it.¿ the ptm did deliver the bolus and she got instant relief, whether it restarted the motor or catheter issue. When asked about patient symptoms, it was noted that the patient was ¿a little unhappy on monday and dealing with the holiday.¿ the patient called her hcp on sunday ((B)(6) 2013) and they did not return her call. The following day, she called the hcp¿s office again, and by this time, she was experiencing periods of pump stopping and restarting, based on symptoms. Every time she administered a bolus dose, which was 4 times per day, it seemed to restart the problems and make it go away for a short time, which was tolerable. The patient did not hear back from the hcp. She called the surgeon¿s office and was able to get in right away. They ran tests and did telemetry and it did not show any stalls at all. However, it was noted that the hcp had several cases that did not show stalls when telemetry was done but ¿when they went in there, they had to replace pumps.¿ after the initial report was made in november, the patient did not have any problems until she had a pump refill. She thought was having breakthrough pain. The patient reportedly had about 5 motor stalls prior to the report. The hcp believed that the patient had a motor stall. The hcp reportedly stated, after coming out of surgery with a manufacturer representative, that the pump ¿has not worked from day one¿. The hcp¿s plan for the patient was to do a catheter study, and if it showed anything, the hcp would replace the catheter. The hcp was to replace the pump anyway, regardless of telemetry, because the hcp had ¿seen it too much¿ and the patient¿s symptoms were obviously from a motor stall. The hcp additional information was requested but was not available at the time of this report. Please see manufacturer report # 3007566237-2014-00155 for information pertaining to the physician statement of ¿had seen it too much.¿

Event description:
Additional information received reported the patient had her pump replaced (B)(6) 2014 and refused to return the pump. The patient took the pump with her after surgery.

Event description:
It was later reported that the pump ¿starts and stops¿ and the patient would go through withdrawal. The patient went through withdrawal 1-5 times a week.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient believed the pump was stalling at random times. A dye study and rotor study were performed and logs were checked. Actions required as a result of the event included replacement, but the pump remained in service at the time of this report. The cause of the issue was not determined. The dye and rotor study "looked good." It was also reported the patient went through withdrawals at random times and gets a "chemical taste" in her mouth, the pain returns, and she "feels bad." Underdose symptoms were also reported. No motor stalls were noted in the logs. It was reported the patient's old pump never did this before. The patient's status at the time of this report was "alive- with injury." It was further reported the patient "had another complaint" against her device." A dye study and rotor study were completed (B)(6) 2014, "which showed to be, well I guess they flushed the catheter or whatever they do, but anyway they assured me it would be working afterwards." It was also reported at 11:30 pm on (B)(6) 2014 it stopped working again until about 9:30 am on (B)(6) 2014. Symptoms have occurred "ever since the (B)(6) and it had been stopping and starting." It was reported the patient had a sudden pain return and withdrawal symptoms throughout the day periodically and mostly at night for long periods. No alarms were reported. It was noted the patient had talked to her healthcare provider (hcp) yesterday and it was stated, "that it would resume normal function and it didn't."

Event description:
Additional information was received from a consumer. It was reported the patient¿s pump had ¿failed/ malfunctioned¿ and was replaced due to issues with the pump. As previously reported, the pump had ¿died¿ which the healthcare provider (hcp) informed the patient was due to a motor stall. The patient was now, as of (B)(6) 2016, questioning whether the same pump had issues because her symptom relief had stopped when she would lay flat but when she got up she would start getting relief again. No further information was provided.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j10903r42, implanted: (B)(6) 2001, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2013, product type accessory. (B)(4).